Event description:
It was reported that shaft break occurred. During a percutaneous coronary intervention (pci) procedure, a 2.00mm x 15mm emerge balloon was advanced to the lesion. The target lesion was located in the left anterior descending artery (lad) and was 90% stenosed, severely calcified, and mildly tortuous. During advancement towards the lad, it was observed that there was a 'breaking' on the catheter shaft of the balloon. The emerge balloon was retracted with guidewire and guiding catheter assistance. After removing the balloon from the body, another emerge balloon with the same size was advanced and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The returned product did not have a break and actually was just kinked.

Event description:
It was reported that shaft break occurred. During a percutaneous coronary intervention (pci) procedure, a 2.00mm x 15mm emerge balloon was advanced to the lesion. The target lesion was located in the left anterior descending artery (lad) and was 90% stenosed, severely calcified, and mildly tortuous. During advancement towards the lad, it was observed that there was a 'breaking' on the catheter shaft of the balloon. The emerge balloon was retracted with guidewire and guiding catheter assistance. After removing the balloon from the body, another emerge balloon with the same size was advanced and the procedure was completed successfully with no patient complications. However, the returned device revealed that there was not a break in the device, and only kinks were present.